Manufacturer narrative:
Follow up #1 submitted: 03/27/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data and alarm history revealed no activity outside normal use. On examination, the keypad was intact without damage. On testing, all the keypad buttons demonstrated normal response and were fully functional with normal spring back and click. The keypad cover was removed for investigation and revealed no evidence of defect, damage or contamination of the button contacts. The pump was opened for investigation and did not reveal any evidence of contamination, damage or defect of the pump¿s interior components. Unrelated to the original complaint, the display was found to be dim, faded and discolored. Investigation did not confirm or duplicate the original complaint of unresponsive keypad buttons.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the up arrow, down arrow and ok keypad buttons were unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.